Event description:
It was reported that the patient experienced abdominal tenderness and pressure as well as bloody mucous discharge following a colonoscopy procedure performed with a colonoscope that had been disinfected with cidex activated dialdehyde solution. Patient was hospitalized and given flagyl and cipro via IV.